Event description:
Customer reported vertical column is intermittent going up/down. No pt injury was reported.

Manufacturer narrative:
The service rep replaced the power supply. The system operates as intended.